Manufacturer narrative:
Device evaluation: the product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Trend analysis and the documentation/label review: there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The documentation/label review defines potential complications and adverse events associated with this type of surgery. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Johnson & johnson surgical vision will continue to monitor the issues evaluated in this investigation. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction as no device failure was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: date unknown/ not provided. Lot number is unknown as it was not provided. A complete unique identifier (UDI) number unknown as product lot number was not provided. A partial number has been provided. Expiration date is unknown as lot number was not provided. Telephone number: (B)(6). Device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction loss during laser fire occurred. No patient injuries or issues were reported. No additional information was provided.